Event description:
It was reported that balloon rupture occurred. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for treatment of the target lesion located in the superficial femoral artery. However, during the procedure, the balloon ruptured before reaching the rated burst pressure (rbp). The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was mildly tortuous, mildly calcified, and the balloon was inflated twice. The device was removed from the patient.

Event description:
It was reported that balloon rupture occurred. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for treatment of the target lesion located in the superficial femoral artery. However, during the procedure, the balloon ruptured before reaching the rated burst pressure (rbp). The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.